Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead experienced muscle or pocket stimulation. Additional information indicated that there were no other clinical observations noted on the lead. Muscle stimulation was discovered during a clinic visit. The field representative was made aware that the lead was for explant was the day before the procedure. The lv lead was explanted and was replaced with a new lv lead. The product is no longer in service. There were no adverse patient effects reported.